Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30564130l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an (B)(6) year-old male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis. Before right pulmonary vein (rpv) ablation, a cardiac tamponade occurred. Drainage was performed and the procedure was completed. After brockenbrough, and before right pulmonary vein (rpv) ablation, blood pressure decreased from 80 to 70. As a precaution, body surface echo showed pericardial effusion. Drainage was performed because blood pressure did not increase although it was unknown if it was present before surgery. The procedure was discontinued because blood pressure was stable. The physician commented that the time of tamponade was unknown. The drainage did not draw any blood, so even if there was tamponade, the hole might be quite small. The physician did not provide a causality opinion for the cause of this adverse event. The physician commented that it was not even known whether the pericardial effusion was present preoperatively. The patient outcome of the adverse event was reported as improved. It was not reported that extended hospitalization was required. Prior to noting the CT, ablation was not performed. There was no evidence of a steam pop. The event occurred during the ablation phase, immediately before rpv ablation. It was not reported that inappropriate use was conducted outside of the instructions for use. There was no error message observed.